Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("plaintiff claiming allergy: other"), psychological trauma ("psych injury related to essure") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, hypersensitivity and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: discrepancy noted as per previous document essure insertion perform on or about (B)(6) 2008. Received treatment for pelvic/ abdominal, dysmenorrhea (cramping), gen. Abnorm. Bleed (interpreted as general abnormal bleeding), psych injury related to essure, bladder/urinary problems: vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received case was upgraded to incident. Events abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, allergy: other, psych injury related to essure and bladder/urinary problems: vaginal discharge was added. Outcome of pelvic pain updated to resolved. Essure indication, essure insertion and removal date was added. Patient information date of birth were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed (interpreted as general abnormal bleeding)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), skin disorder ("skin disorder"), psychological trauma ("psych injury related to essure"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), urinary tract infection ("uti") and rash ("rash"). The patient was treated with surgery (salpingectomy (bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and vaginal discharge had resolved and the skin disorder, psychological trauma, urinary tract infection and rash outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, pelvic pain, psychological trauma, rash, skin disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: discrepancy noted - as per previous document essure insertion perform on or about (B)(6) 2008. Received treatment for pelvic/ abdominal, dysmenorrhea (cramping), gen. Abnorm. Bleed (interpreted as general abnormal bleeding), psych injury related to essure, bladder/urinary problems: vaginal discharge, uti, rash and skin disorder. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: new event uti and rash, event allergy was updated to skin disorder and rcc and references updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.